Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with constant pump error during rewind test due to moisture damaged on motor assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error. Unit was received with scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring motor movement error alarm and a failed battery test. Blood glucose level at the time of the incident was 84 mg/dl. Troubleshooting could not be completed due to the motor movement error alarm occurring during priming. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.